Manufacturer narrative:
Results: the pet lock on the proximal end of the ruby coil pusher assembly was intact. The pusher assembly was kinked in multiple locations along the hypotube. The distal detachment tip (ddt) was damaged. The embolization coil was intact with the pusher assembly, and compressed in the distal direction. Conclusions: evaluation of the returned devices revealed that the first ruby coil¿s stretch resistant (sr) wire was fractured, and the coil was unraveled. This type of damage typically occurs due to improper handling during use. If the ruby coil is forcefully manipulated during use, the sr wire may become fractured. A fractured sr wire will likely cause the embolization coil to detach. Evaluation of the second ruby coil revealed that its pusher assembly was kinked in multiple locations. This damage typically occurs if the ruby coil is forcefully advanced against resistance, or due to manipulating the device at extreme angles. Further evaluation revealed the distal detachment tip (ddt) was damaged. This likely occurred due to forceful advancement of the ruby coil against resistance. The lantern devices mentioned in the complaint were not returned for evaluation. Penumbra coils are 100% visually and functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00682, 3005168196-2016-00684.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and lantern delivery microcatheters (lantern). During the procedure, the physician deployed and detached three soft ruby coils into the aneurysm using the lantern. While repositioning the lantern and attempting to advance a new ruby coil through it, the physician experienced resistance and decided to try and push the ruby coil through; however, the ruby coil became stuck and there was a lot of the lantern outside of the body for the pusher assembly to get kinked in. Subsequently, the ruby coil unintentionally detached within the lantern. The physician pulled the detached ruby coil out of the lantern using forceps. Next, the physician deployed and detached a new ruby coil into the patient using a new lantern. While attempting to advance another new soft ruby coil through the lantern, the physician advanced the coil with most of the lantern outside of the body causing the ruby coil pusher assembly to kink and not be as straight as needed. Therefore, the ruby coil was removed and the procedure was completed using two new soft ruby coils and the second lantern. There was no report of an adverse effect to the patient.